Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-15160. It was reported the patient deceased. The cause of death was sepsis. No further information was provided about this event.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. A partial lead was returned for analysis. Electrical and visual inspection were normal with no anomalies found except for procedural damage. The cause of infection could not be traced to the device.